Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that a (B)(6) patient was intubated and ventilated on an avea ventilator. After 10 minutes of ventilation the ventilator experienced complete blocking and all alarms sounded. The patient was manually ventilated with an ambu bag and moved to another ventilator. The customer stated that the filter clamp of the water trap was open.